Event description:
Customer reported secondary infusion of an antibiotic back flowed into the primary infusion. No patient harm occurred. No further information was available.

Manufacturer narrative:
(B)(4). Customer indicated product is not available for return. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.